Event description:
The manufacturer received information that a bipap vision's oxygen concentration could not be adjusted. The oxygen concentration was set at 100% and allegedly decreased to 21% while on a patient. The patient was on the device for five minutes and required intubation and was placed on a mechanical ventilator. The manufacturer has not completed the investigation into this event. A follow up report will be submitted when the manufacturer has completed the investigation.